Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned to guidant. Initial laboratory analysis confirmed the device did not meet expected longevity.